Manufacturer narrative:
Investigation summary: (B)(4). No non-conforming parts were registered. The product code is 302536, corresponding to a 20g x 38mm needle gauge, needle assembled in yellow pavilion. According to the intended use, this code must be used for oily solutions. According to the type of medication indicated by the client, he intended to inject is penicillin, corresponding to an antibiotic, so the recommended use for this type is the syringe with black 22g needle caliber pavilion. Root cause description root cause: according to the type of medication indicated by the client, he intended to inject is penicillin, corresponding to an antibiotic, so the recommended use for this type is the syringe with black 22g needle caliber pavilion. Bhr review: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qa nor ncmr's. Syringes were packed in machine (B)(4) (december 4 - 5th, 2016). Syringes were assembled in machine, (B)(4), in lot #6328025 (november 24th - december 7th, 2016). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #6328024, and #6301172 and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #6334357, #6337094, #6326237, and #6319458 and no problems, defects or qn related to the reported issue were found.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us.

Event description:
It was reported that a syringe 3 ml ll 20ga 1-1/2in mx bun conventional syringe - 0.5-10 ml. Failed to function properly during use, as the plunger was found difficult to move. This failure prevented administration of medication. There was no report of injury or medical intervention.